Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values the day after the sensor was inserted in the abdomen. On (B)(6) 2024, the patient experienced no symptoms. The cgm was reading 80 mg/dl and the blood glucose was not checked. Then, at an unspecified time "later on," the patient had seizure and unconsciousness. The behavior of the display device at that time was not documented. The bg was not checked, and a bystander called the emergency service line 911. The patient was transported to the emergency department. The patient could not recall the bg nor the treatment received. The following day on (B)(6) 2024, cgm was reportedly accurate when the bg was 180 mg/dl while the cgm was 205 mg/dl. There was no documentation of treatment for hyperglycemia. The patient was discharged after 3 days. Of note, the patient uses tandem tslim in modified closed loop. Attempts to contact the patient for more details about the episode were unsuccessful. The patient was ok at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid when bg was checked on (B)(6) 2024. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.